Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that after a primary bhr left hip surgery on (B)(6) 2007, the patient suffered from aseptic loosening. This adverse event was addressed by revision surgery on (B)(6) 2015 in which the acetlr cup hap 50mm w/ imptr and resurfacing femoral head 42mm were exchanged for a thr system. Furthermore, a large cystic defect in the superior dome, metallosis type debris and defect in the anterior wall and the medial wall were identified, so curettage of large acetabular bone cyst and debridement of acetabulum was necessary, as well as acetabular reconstruction with significant bone grafting. Intraoperative x-rays demonstrated excellent position of the prothesis with no complications. Patient tolerated the procedure well was transferred off the table onto a stretcher.

Manufacturer narrative:
It was reported that a left hip revision surgery was performed due to aseptic loosening, large cystic defect, metallosis type debris, and a defect in the anterior wall and the medial wall. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. Without a definitive batch number, a complete review of the historical complaints data cannot be performed for the alleged devices. A review of historical complaints data was performed using the part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the head and the cup. This will continue to be monitored via routine trending, however it should be noted that these devices are no longer sold. As no device batch numbers were provided for investigation, manufacturing record review could not be performed. If more information is received, this investigation will be reopened. The review of the most recent IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions are required. The available medical documents were reviewed. The reported acetabular loosening can lead to accelerated wear and the effusion and metallosis noted intraoperatively. As well, metallosis can result in the loosened acetabular cup; however, the clinical root cause of the reported metallosis cannot be confirmed. The patient impact beyond the reported revision could not be determined. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.